Event description:
It was reported that the guidewire tip broke off inside the patient. A procedure was being performed for diagnosis and treatment of coronary artery disease using a comet ii guidewire. There were no device issues present upon opening the package. During the procedure, while the guidewire was inside the patient, the tip of the wire broke off in the circumflex artery. Intervention was performed by placing a stent to trap the wire fragment against the artery wall. The patient was not admitted to the hospital beyond the standard of care for this procedure and was reported to be fully recovered. No additional information if known at this time.